Manufacturer narrative:
Follow-up (1/13/2014)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) in (B)(6) alleging his onetouch verioiq meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on an unknown date and time he obtained readings of ¿150-140mg/dl¿ on the onetouch verio iq meter compared to ¿110mg/dl¿ on a onetouch ultra smart meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported on (B)(6) 2013 a few minutes before 4pm, he had symptoms of ¿sweating and shaking¿ which he associated with low blood glucose. The patient reported testing on a onetouch ultrasmart meter and obtained a reading of ¿62mg/dl.¿ the patient reported not testing with the onetouch verioiq meter at this time. The patient reported on (B)(6) 2013 at 4pm he had dextrose, and within 10 minutes, he felt better. The patient reported retesting on the onetouch ultrasmart meter and obtained a reading of ¿80mg/dl.¿ at the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and the test strips were in good condition. The patient reported using an approved sample site to obtain the samples. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, therefore the alleged meter reading could not have caused the alleged injury. There is no indication that the patient¿s conditioned worsened since the patient did not report receiving any medical intervention. However this complaint is being reported because the patient¿s comparison of meter vs another meter meets lfs¿ criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.